Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding and clotting") and bacterial infection ("bacterial infections") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial infection (seriousness criterion medically significant), abdominal distension ("severe abdominal bloating"), back pain ("severe lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge,"), weight increased ("weight gain.") And pelvic pain ("pain"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed. At the time of the report, the abdominal pain was resolving and the genital haemorrhage, bacterial infection, abdominal distension, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, vaginal discharge, weight increased and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Physician recommended she undergo a hysterectomy to alleviate the symptoms she has been experiencing since she received the essure implant. Diagnostic results: on an unknown date:hysterosalpingogram (hsg) test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 8-nov-2018: new pfs received- case category upgraded to incident as removal details were added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), infection (bladder/urinary tract/vaginal),migraines/headaches, nausea, pain, vaginal discharge, weight gain. Were added. Outcome of event abdominal pain from unknown to recovering/resolving was updated. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.